Event description:
It was reported that "during the pami puncture procedure, when opening the catheter, the doctor noticed damage to the catheter's guide wire (bent guide wire), making it necessary to request a new catheter." The patient's current condition is unknown at this time. Additional information from the customer was not provided.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the pami puncture procedure, when opening the catheter, the doctor noticed damage to the catheter's guide wire (bent guide wire), making it necessary to request a new catheter." The patient's current condition is unknown at this time. Additional information from the customer was not provided.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The photo reveals a kinked guidewire. The complaint of swg kinked was able to be confirmed by the photo. The image shows a guidewire removed from the packaging with a distinct kink in the body, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the pami puncture procedure, when opening the catheter, the doctor noticed damage to the catheter's guide wire (bent guide wire), making it necessary to request a new catheter." The patient's current condition is unknown at this time. Additional information from the customer was not provided.